Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Reportedly customer was using cold insulin. Customer's blood glucose level was 397 mg/dl. Reportedly, the customer changed pump supplies to resolve the issue.